Event description:
It was reported that the coil could not be detached after several attempts and was successfully removed from the patient. No patient injury reported. Same event as MDR# 2029214-2011-00256.

Manufacturer narrative:
The device involved in the event has not been returned for evaluation. (B)(4).